Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 9610595-2024-40100 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
This report was found to be a duplicate of an event already reported in [9610595-2024-40230] for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of enterobacter sp and klebsiella sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.